Manufacturer narrative:
At this time, the product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged. Surgical intervention was needed to resolve the issue. A revision procedure was performed wherein physician explanted and replaced this lead. No additional adverse patient effects were reported.